Event description:
Caller reported alarm 2 followed by alarm 26 related to an occlusion event. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl or read ¿high¿ on the cgm. Customer resolved the issue by changing the infusion set and cartridge and resumed insulin therapy. No additional assistance was necessary as recurring occlusion issues were not reported, leading cts to close the case.